Event description:
Additional information was provided by the customer: the event was discovered during an equipment inspection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken light guide bundle is caused by a component failure of distal end of the video telescope, scratch in the universal cable is caused by a component failure of universal cable. The most probable cause of the malfunctions traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a universal cord cracked. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.